Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt had not experienced any recent injury or trauma that may have damaged the ncp system. The pt indicates that they still feel both normal mode and magnet mode stimulation. No adverse event was reported in conjuction with the high lead impedance condition. Treating neurologist plans to consult with the pt's family regarding possible revision surgery due to suspected generator/lead connection problem or suspected lead fracture.